Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, motor error alarm, and displacement tests. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during testing. Occlusion test was not performed due to motor error alarm message. The insulin pump was received with cracked reservoir tube lip and stained end cap sticker. (B)(4).

Event description:
Customer reported via phone call motor error message on the insulin pump. Customer blood glucose reading was 110 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.